Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in coronary diagnosis procedure when the issue occurred, and the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm could not be moved. Review of the showed that the c-arm angle was out of range. During troubleshooting, the fse identified that the potentiometer was not working. The fse replaced the potentiometer. After replacement of potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm movement was not working. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and confirmed the issue. The c-arm rotation potentiometer was replaced, and the device was returned to expected functionality. Philips has started an investigation of the complaint.